Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Lead damage was suspected. Technical support was contacted and lead revisions were recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.